Event description:
It was reported that a pt underwent a surgery to treat stress urinary incontinence in 2007. A sling and a pelvic floor repair device were implanted. The pt has undergone multiple surgeries and revisionary procedures and has sustained an undisclosed injury. No add'l info has been provided.

Manufacturer narrative:
Date sent to the FDA: 09/22/2009. Undefined injury occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The two possible devices involved in this event are as follows: prolift: product code - unk, lot number - unk, tension free vaginal tape: product code - unk, lot number - unk.